Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal dilaudid 10 mg/ml at 2.930 mg/day via an implanted pump for non-malignant pain. It was reported an empty pump reservoir occurred via the clinician tablet and the patient was due for a refill. The therapy was not intentionally discontinued. The patient missed their refill due to being sick and having to be hospitalized (unrelated to the therapy). It was noted the healthcare provider (hcp) was not wanting to refill the pump anymore because he did not believe the pump was good anymore. It was noted the rep had already reviewed the suggestions to fill and check for volume discrepancy; however, the hcp was adamant about not using the pump. The patient was getting ready to go to hospice and they would not allow him to unless they handle the pump. They wanted to just silence the pump and prolong the next time until it would alarm. The rep stated they would just trick the pump and program a volume and put it in minimum rate. Patient symptoms were not reported. It was also reported the logs showed the pump had a motor stall and recovery on (B)(6) 2019; however, the patient did have an MRI ¿so that may explain it.¿ the empty pump occurred on (B)(6) 2019. It was also noted the patient could not endure another surgery, so they would not be replacing the pump. Additional information was received from the company representative (rep) on (B)(6) 2019 indicated the patient reported the information to them on (B)(6) 2019. Regarding the hcp did not believe the pump was good anymore, it was noted since the pump had been empty since (B)(6) 2019 and it was well over a month, based on his experience with pumps, it may not work very well. A replacement would be needed, and the patient stated due to his declining health he was not a candidate for surgery. The patient also stated that he wanted to go back on hospice but was denied because he had a pump. The patient also felt it was best to discontinue use of the pump. The patient¿s weight at the time of the event was not given. Regarding the motor stall and recovery it was confirmed it was a motor stall due to MRI and the duration was 22 minutes. No further complications were reported/anticipated or expected.